Event description:
It was reported in an article titled, "experience of prophylaxis treatment in children with severe haemophilia", that sometime post a port placement, the port catheter allegedly snapped off at the hub and migrated into the right ventricle. It was further reported that the fractured hub was removed from the right ventricle. The current status of the patient was unknown.

Manufacturer narrative:
H10: t. T. Yee, k. Beeton, a. Griffioen, c. Harrington, a. Miners, c. A. Lee and s. A. Brown (2002). Experience of prophylaxis treatment in children with severe haemophilia. 2002 mar;8(2):76-82. Doi: 10.1046/j.1365-2516.2002.00630.x. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: t. T. Yee, k. Beeton, a. Griffioen, c. Harrington, a. Miners, c. A. Lee and s. A. Brown (2002). Experience of prophylaxis treatment in children with severe haemophilia. 2002 mar;8(2):76-82. Doi: 10.1046/j.1365-2516.2002.00630.x. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter complete fracture and migration issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of "haemophilia" titled, "experience of prophylaxis treatment in children with severe haemophilia", that sometime post port placement procedure, the port catheter snapped off at the hub and migrated into the right ventricle. It was further reported that the fractured hub was removed from the right ventricle. The current status of the patient was unknown.